Event description:
It was reported by the patients daughter that the spinal cord stimulation (sc) patient was admitted to the hospital for a stroke evaluation. The patient is unable to swallow and has difficulty with speech. There were no abnormal findings with the patients labs, computerized tomography (CT) scans, and magnetic resonance imaging (MRI) scans. The patient is expected to fully recover.